Event description:
It was reported that the pt was re-implanted without med-el being informed before hand. In the hospital documentation is a note that the re-implantation took place due to a not satisfying impression of sound. All testing carried out on the device, right to the end, have not shown any device malfunction.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.